Event description:
It was reported the pt is experiencing ineffective stimulation due to a possible lead migration. As a result, the pt has stopped using the scs system. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.